Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The atrial lead was replaced during a system changeout, with it being specifically noted that there was no performance issue with the lead. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.